Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that the patient was hospitalized for 5 days due to a syncopal episode post cryoablation procedure. Cryoablation procedure was performed (B)(6) 2013. On (B)(6) 2013, patient had a syncopal episode. As per physician, syncope likely secondary to bradycardia and af (post conversion pauses). Patient improved after stopping beta blockers. Blood tests, chest x-ray and echocardiogram normal. ECG showed undetermined rhythm, nonspecific st abnormality, pvc at 55 bpm. Adverse event resolved (B)(6) 2013 and patient discharged from hospital.

Manufacturer narrative:
Bin files were reviewed and showed system notice message #50002 (electrical component error) at injections 2,3,11 and 13 as well as system notice message #50032 (outer vacuum compromised) at injection 16. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 16 injections. The catheter failed the performance test due to system integrity test unable to complete and fluctuations in temperature. Dissection and electrical continuity showed the tc2 wire was loose (intermittent) under the strain relief in the handle at the soldering point. Further dissection/pressure tests did not show any leaks or traces of liquid/blood inside the catheter. One electrical umbilical cable and one coaxial umbilical cable were also returned and passed functional testing. The reported issue #50002 has been confirmed through testing and was due to a loose tc2 wire. The reported issue #50032 has been not been confirmed through testing but through data analysis. The #50032 system notice message could be related to an intermittent electrical signal from the auto-connection box, which was not returned. These product issues are not believed to be related to the adverse event experienced by the patient post procedure.

Event description:
Information received by medtronic indicated that the patient was hospitalized for 5 days due to a syncopal episode post cryoablation procedure. Cryoablation procedure was performed (B)(6) 2013. On (B)(6) 2013, patient had a syncopal episode. As per physician, syncope likely secondary to bradycardia and af (post conversion pauses). Patient improved after stopping beta blockers. Blood tests, chest x-ray and echocardiogram normal. ECG showed undetermined rhythm, nonspecific st abnormality, pvc at 55 bpm. Adverse event resolved 07/26/2013 and patient discharged from hospital. It was determined on (B)(6) 2013 that additional product issues had occurred during the cryoablation procedure: system notice message 50002 (the system has detected an electrical component failure) occurred 4 times during the procedure and system notice message 50032 (the safety system has detected a compromised outer vacuum) occurred on one of the last applications of the procedure. The cryoconsole was rebooted and the catheter was replaced, and cryoablation procedure was completed without further issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.